Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;d9;g3;h2;h3;h6. The cup, head, and taper insert were returned and evaluated. The taper was not returned and no photos were provided. The cup was returned with bio-debris attached to the outside diameter. There was some damage to the outer diameter of the cup, as well as some scuff marks and scratches on the inside diameter of the cup. The mod head had scratches on the outside diameter. The taper insert had gouging and some scratches near the semi-circular indentions. There was also some bio-debris around the seam of the mod head and taper insert. A review of the device history records identified no deviations or anomalies during manufacturing. The reported products were reviewed for compatibility with no issues noted. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: patient has started to experience pain in the past few months, intermittently between the right and left side. Evaluation was made including blood work and MRI. The patient had elevated cobalt and chromium levels and the MRI showed a large fluid collection in the right hip. According to recent symptoms the decision was made to revise. General and spinal anesthesia, ebl 100ml. Incision was made along the previous lateral incision; posterior approach a needle was introduced into the joint space and 10ml of black-tinted fluid was aspirated and sent to pathology. Once the joint was opened, a large amount of fluid was emerging from within the joint under tension. A significant amount of brown-tinted synovitis was found throughout the joint. The magnum head trunnion component could easily be removed from the trunnion. The femoral trunnion was found to be in excellent condition. There were no signs of trunnionosis or any damage to the proximal stem. The femoral stem was found to be extremely stable with excellent fixation. Osteolysis was found posteriorly to the stem towards the greater trochanter and the area was debrided. The magnum cup was found to be in excellent position. Probing the periphery of the cup showed osteolysis mostly around the posterior wall which left the cup exposed posteriorly. Once the cup was removed, further osteolysis was found in the area towards the pubis bone and was debrided. There was deficiency of the posterior wall. The trial cup had excellent fixation except for instability related to the insufficient bone at the posterior wall. Therefore, the decision was made to use an acetabular augment. A central defect in the medial wall was also augmented by using a medium size trabecular metal disc which covered the medial defect. Bone graft was placed over the disc to create an interference between the cup and augment. The cup was then successfully impacted, extreme stability was achieved, and all excess cement was removed. Appropriate rom and stability were achieved with all definitive components. Etex equivabone graft was injected into the cavity on the posterior superior osteolytic area of the greater trochanter. X rays were obtained showing all components in ideal position. The patient returned to recovery in stable condition. No complications noted. The event is confirmed via medical records; however, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: cat# x11-180317 lot# 891560 bi-metric/x por nc lat 17x165. Cat# 157452 lot# 595220 m2a-magnum mod hd sz 52mm. Cat# 139264 lot # 058290 m2a-magnum 52-60mm tpr insrt-6. Product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00563, 0001825034-2024-00565, 0001825034-2024-00566.

Event description:
It was reported that approximately 14 years post implantation of a right total hip arthroplasty, the patient was revised due to pain, and elevated metal ion levels. During the revision surgery, metal related pathology, joint effusion, inflammation, and osteolysis were noted. The cup and head components were exchanged. There were no surgical complications. No additional information is available.